Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: (B)(6), product ID: 9735737, version #: 2.1.0 h3) a manufacture representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended cods: b01, c19, d15 h3) the solid state drive (ssd) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The analysis concluded that the ssd showed that multiple applications were installed but the ssd wasn't able to load any applications after logging in. Screen was black without any icons after entering login info. The ssd had software failure. Codes: b01, c10, d18 h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The installer logs captured that before installing the stealth application (app) 2.1.0, the site successfully uninstalled app 1.3.2 and then tried installing stealth application 2.1.0 twice, both times the installation failed with error "errors were encountered while processing: mnav-toolspackage". After installing the tools package, the post installation script exited with status 1 which resulted in installation failure. The provided logs did not captured the root cause of post-installation script failure. Codes: b01, c10, d18 h6) multiple annex a codes were submitted. Annex a code a24 is associated with product ID: 9735665. Annex a codes a13 and a1102 are associated with product ids: 9736411 and 9735737. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to install application 2.1, an error occurred at the end of installing disk 3 and the installation failed. There was no patient involvement.